Event description:
A physician has had one occurrence of "hypopyon" associated with model u940a uv-absorbing hydrophilic, posterior chamber intraocular lens. This particular pt has a phaco, clear corneal, cataract extraction, right eye in 1999. Pt subsequently developed what the surgeon describes as a mild intraocular infection 10/31/1999 leading to a vitreous aspiration with negative culture results. The pt has a pre-existing condition of diabetes. At pt's last visit 11/30/1999 and the acuity was 20/25 and given an excellent prognosis.